Event description:
It was reported to philips that the c-arm of the allura device was moving without command. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the log file remotely and found c arm/ii won¿t stay in position. The philips field service engineer (fse) inspected the system on site and checked the reported problem. Fse checked geo calibration for all movements and calibrated bodyguard sensors. After calibration, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.